Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and the reported condition was substantiated. The assignable root cause was determined to be most likely due to internal motor or electronic control unit (ecu) failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device was functioning intermittently. There was a 15 minute delay in the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jun 2, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.